Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the exact details of the event were not provided for review. It is unk exactly which cup and liner combination was used. The actual devices were also not returned. An engineering analysis cannot be performed without the specifics of the items being used and/or the event info. This complaint will be updated if additional info is provided. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that a sales rep had a question to whether there were any reported issues with getting metal liner inserted into continuum shell.